Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after 1.5 hours of therapy, the device received a low flow alert. The flow rate was noted at 1.2 l/min, with the patient's temperature at 37.9c and the water temperature at 5.7c. Four large pads were in place. Per troubleshooting, the complainant was advised to disconnect and reconnect the pads; however, there was no change in the flow rate. With the pads attached, the inlet pressure was -7.1 and the flow rate was 1.4 l/min. The pad tubing was then checked for bends or kinks but none were noted. The complainant then emptied and disconnected the pads and put the device in manual control with the water temperature set to 10c. With no pads attached, the flow rate was 1.7 l/min, the inlet pressure was -7.0, and the circulation pump was operating at 53%. The pads were then added one at a time. The left chest pad's flow rate was noted at 0.3 l/min, the inlet pressure was -7.0, and the circulation pump command was 100%. The left chest pad was then disconnected and the left thigh pad was connected. The flow rate for the left thigh pad was noted at 0.1 l/min, the inlet pressure was -7.1, and the circulation pump command was 29%. Manual control was disabled, all four pads were reattached, and therapy was restarted. The flow rate settled at 1.1 l/min. The complainant was advised to obtain a second set of pads to continue therapy. Upon call back, a request for additional pads had been sent. The patient's temperature was noted at 36.5c, the flow rate was 1.1 l/min, and the water temperature was 5.1c.

Manufacturer narrative:
The reported event was unconfirmed because the pads were inspected and found to have the trim pattern correctly performed, the plastic tubes were found completely assembled covering the total of clamping rings on the plastic connector and manifold connector, the foams were found free of damages, tears or perforations, the seal between manifold connector and pad was found completed sealed, the connector were found free of damages, the pads were noted with sealing presence. No manufacturing issues related were noted during the visual evaluation of the pad returned. According the functional evaluation, the flow rate was found to be acceptable on all of the returned pads. The flow rate for this product must be above 2.4 l/min m2. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿

Event description:
It was reported that after 1.5 hours of therapy, the device received a low flow alert. The flow rate was noted at 1.2 l/min, with the patient's temperature at 37.9c and the water temperature at 5.7c. Four large pads were in place. Per troubleshooting, the complainant was advised to disconnect and reconnect the pads; however, there was no change in the flow rate. With the pads attached, the inlet pressure was -7.1 and the flow rate was 1.4 l/min. The pad tubing was then checked for bends or kinks but none were noted. The complainant then emptied and disconnected the pads and put the device in manual control with the water temperature set to 10c. With no pads attached, the flow rate was 1.7 l/min, the inlet pressure was -7.0, and the circulation pump was operating at 53%. The pads were then added one at a time. The left chest pad's flow rate was noted at 0.3 l/min, the inlet pressure was -7.0, and the circulation pump command was 100%. The left chest pad was then disconnected and the left thigh pad was connected. The flow rate for the left thigh pad was noted at 0.1 l/min, the inlet pressure was -7.1, and the circulation pump command was 29%. Manual control was disabled, all four pads were reattached, and therapy was restarted. The flow rate settled at 1.1 l/min. The complainant was advised to obtain a second set of pads to continue therapy. Upon call back, a request for additional pads had been sent. The patient's temperature was noted at 36.5c, the flow rate was 1.1 l/min, and the water temperature was 5.1c.